Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown psl shell. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that there was a revision of a right ceramic on ceramic hip due to squeaking. Intraoperatively the neck was impinging on the metal ceramic ring. Third party debris causing metal transfer to the head and shell. Both the trunnion and metal shell showed signs of wear. Stem was left in.